Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectal surgery procedure, blood coagulation did not completed and the machine was replaced. There was no patient injury.